Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for multiple episodes that appear to be atrial tachycardia (at) or supraventricular tachycardia (svt) events. The device remains in service. Several corrective options were discussed. No adverse patient effects were reported.